Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor cannula was broken. Blood glucose level of the customer was unknown. It was stated that the customer was not sure whether the cannula was still under skin. The device will not be returned for the analysis.